Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited a rising to high pacing threshold. It was noted the patient had a history of stimulation but at present, no stimulation was occurring. The lv lead outputs were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.